Event description:
An outside law firm reported that a patient experienced ongoing right knee pain and instability following a right total knee arthroplasty. The patient had a history of end-stage degenerative arthritis of the right knee and underwent a right total knee arthroplasty on (B)(6) 2020. Following surgery, the patient continued to report pain, swelling, and instability. A clinic visit on (B)(6) 2021, documented continued knee swelling and lateral patellar tracking. Subsequent evaluation noted a well-healed incision, range of motion from 0 to 110 degrees, and mid-flexion instability with varus/valgus laxity. Radiographs reportedly demonstrated a well-aligned prosthesis without evidence of loosening, fracture, or mechanical failure. Due to persistent pain and instability, the patient underwent revision right total knee arthroplasty involving polyethylene exchange on (B)(6) 2021. Intraoperative findings included significant medial-lateral instability, crepitation, synovial swelling, and clear joint fluid without evidence of infection. The existing polyethylene insert was removed and replaced with a size 14 aesculap posterior-stabilized polyethylene insert. Synovectomy, debridement, and removal of bony overgrowth were also performed. Knee stability improved following implantation. No intraoperative complications were reported. On (B)(6) 2026, the patient presented with worsening right knee pain. At a follow-up visit on (B)(6) 2026, the patient reported right knee pain, instability, difficulty walking, and limited range of motion. Review of radiographs reportedly showed normal alignment with lucency present and the tibial and femoral components appearing loose. Revision total knee arthroplasty was planned. This report is filed under ais reference (B)(4).